Manufacturer narrative:
Correction to b.4, g.4, on initial report.additional information b.5

Event description:
It was reported that the device was set up to infuse an unspecified fluids however did not infuse when in use on a patient. The user stated there were no alarms indicated. The biomed tested the device however could not duplicate issue .testing performed by biomed prior to sending the device, stated ; ""we performed operational checks, volume infused checks, ail, occlusion, door alarms. All checked out good before shipping device to you. -pm was last completed by alaris off site before receiving devices. They had only been in service a little over a month.we did preliminary checks on device and then sent to you(manufacture) for further testing."

Manufacturer narrative:
The customer¿s report of not infusing while on a patient was neither confirmed nor replicated during laboratory testing or log review. Although requested, the date/time of the event was never provided by the customer. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported not infusing while on a patient was not identified.

Event description:
It was reported that the pump module was set up to infuse an unspecified fluid, however nothing was infused as programmed and there were no alarms. The user stated the device was tested by biomed prior to sending the device in for investigation, however they could not replicate the issue. Operational checks, volume infused checks, ail, occlusion, and door alarms were all tested to be within normal limits. Preventive maintenance (pm) was last completed by alaris off site before receiving the devices, and they have been in service a little over a month. They are sending the device in for further testing. Although requested there was no further information provided by the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Requested patient demographics however not provided by customer .

Event description:
It was reported that the device was set up to infuse an unspecified fluids however did not infuse when in use on a patient. The user stated there were no alarms indicated. The biomed tested the device however could not duplicate issue .